Event description:
It was reported that the patient's pacemaker (pm) exhibited premature battery depletion. The pm was explanted and replaced successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicates the device was operated in high output mode. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at normal voltage level, consistent with normal longevity.

Event description:
Related manufacturer reference number: 2017865-2025-11740. Related manufacturer reference number: 2017865-2025-11741. New information received notes pocket erosion was noted on the pacemaker.